Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-1041310. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada.

Event description:
It was reported that during surgery, the tourniquet was not keeping pressure. The pressure was set at 300 mmhg but did not keep pressure, it was all over the place. The pressure was not within the acceptable range for the unit. There was no patient impact. There was no medical intervention. There was no surgical delay. Due diligence is complete, there is no additional information available.